Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2021 with lot number 2576921. Visual analysis of the returned device identified: underweight, white particles in the surface of the shell and opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified white particle material on the shell and an opening on the posterior side. Device patch with lot number 2576921. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been explanted.